Event description:
The customer reported touch screen failure; observed physical damage and the device may have toppled; touch screen is non-responsive. The fse reported there was no patient involvement.

Manufacturer narrative:
This complaint was caused by a loose connection between the touch screen connector and the ui board connector. Reseating the touch screen connector corrected the problem with this unit.